Event description:
It was reported that the patient had syncope and came to the hospital. The physician interrogated the device and could see an exit block. Impedance, sensing, and threshold were normal. Every time the doctor touched the bifurcation, the patient had an exit block. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.